Event description:
It was reported that two devices were used during an unk procedure. It was reported by the affiliate that one of the device's jaw was blocked and the other device's jaw broke. There was no consequence to the pt.